Event description:
A malfunction, identified by code malf 12, was reported by the customer. Customer¿s blood glucose level did not exceed 500 mg/dl and remained within normal range. Technical support assisted the customer in resetting the pump, which prevented the recurrence of the malfunction. The customer was advised to continue using the pump and contact technical support if the issue reappeared.